Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose level. The customer's blood glucose level was 42 mg/dl. The customer's current blood glucose value was 64 mg/dl. Customer was treated with food, grape juice, 15 ounces and glucose tablet. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was not on auto mode at the time of event. The insulin pump will not be returned for analysis.